Event description:
Customer reported experiencing high blood glucose levels, with the readings showing as "high" on their cgm device. To address the issue, the customer administered a correction bolus via their pump and replaced both the ifs and cartridge. The customer also decided to replace the sensor with fsl2+, concluding the needed actions without further assistance.